Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-08476 it was reported that patient experienced ineffective stimulation as well undesired stimulation while sitting. System diagnostics recorded high impedances on both leads. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.